Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was suspected to have intermittently switched into magnet response mode at an atypical interval. The ipg remains in use. No patient complications have been reported as a result of this event.